Event description:
A malfunction alarm was reported, identified as malfunction code 0, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer had not previously reported or reset the pump for this malfunction within the last 24 hours. Technical support provided the customer with information on resetting the pump and assisted with the reset process. After resetting, the malfunction code did not recur, and the customer was advised that the pump could continue to be used. The customer agreed to contact technical support if the malfunction code reappeared.